Event description:
It was reported that during an acl reconstruction surgery, the device was broke. The debris were removed and a back-up device was used. No significant delay and no patient injury were reported. A tibia sight was used to prepare the insertion site, with an autograft and 6mm tunnel side.

Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the device confirmed the reported breakage. Approximately 5mm of the distal threads have been broken off and not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. A review of the clinical details identified that the surgical site was not prepared per the IFU.